Event description:
We received an allegation about questionable high results for 1 patient sample tested with elecsys toxo igg assay on a cobas 6000 e601 module. Sample 1 was tested on a cobas e601 module: initial result: 1.03 ui/ml and considered indeterminate. Toxo igm result: 0.154 coi and considered non-reactive. On (B)(6) 2025: sample 1 was repeated, but the system gave an alarm with no result. 2nd repeat result: 27.65 ui/ml and considered reactive. On (B)(6) 2025: 3rd repeat result: 25 ui/ml and considered reactive. 4th repeat result: 27.76 ui/ml and considered reactive. 5th repeat result: 1.0 ui/ml tested on architect - abbott and considered non-reactive (reference value for non-reactive: < 1.6 ui/ml). A new sample (sample 2) was drawn on (B)(6) 2025 and tested on (B)(6) 2025: toxo igg result: 1.06 ui/ml and considered indeterminate (tested on cobas e601). Toxo igm result: 0.154 coi and considered non-reactive.

Manufacturer narrative:
The cobas e601 module serial number was (B)(6). The calibration was last performed on (B)(6) 2025, and it was within the expected ranges. The qc recovery was provided for 03-jun-2025 only. The pinch tube was last replaced on 08-jun-2025. The investigation is ongoing.

Manufacturer narrative:
It was noted that the customer was using 13mm sample tubes in racks without the tube adapter. Sample material was requested for investigation, but could not be provided. As sample material was not available for investigation, the cause of the event could not be determined. The investigation did not identify a product problem.